Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low sigmoid resection, during air test after the creation of anastomosis in a open low sigmoid resection, they discovered a leak. As per surgeon and staff it seemed as if the purse string didn't catch all the tissue, creating a gap in the staple line. The surgeon used a suture to close the leak. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the pushers are fully deployed. Cartridges are properly seated after firing. No visual abnormalities. Although the device was received with packaging the expiration date and lot number sticker were not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.